Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A model 104 generator evaluation form was received with system diagnostics results indicating that there was high lead impedance. A lead fracture is suspected by the surgeon as the high impedance could not be resolved after several attempts. Trauma and patient manipulation are not believed to be factors. The patient did not consent for a full replacement at that time, so the lead was not revised. Good faith attempts for additional information have been unsuccessful to date.